Event description:
It was reported the patient had shoulder surgery and was in pain from the surgery. During the procedure the implantable neurostimulator (ins) had been turned off. After the procedure, the reporter had a hard time turning the ins back on and the patient could not open their eyes. The patient then fell and landed on the shoulder that was operated on and they were in pain. The patient had been taking morphine for the pain. The patient had a block (injection in their neck) for the shoulder pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Refer to manufacturer report #3004209178-2015-09931.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3389-40, lot# j0300439v, implanted: (B)(6) 2003, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3389-40, lot# j0301116v, implanted: (B)(6) 2003, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).